Event description:
The patient has been having seizures and needs to have the device system explanted to have an MRI. It was noted that the device was working for her. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: 3487a, lot# l55155, implanted: (B)(6) 1998. Product type: lead 7495-25: serial# (B)(4), implanted: (B)(6) 1998. Product type: extension: 37743, serial# (B)(4). Product type: programmer, patient 74001: lot# n217759, implanted: (B)(6) 2011. Product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).